Manufacturer narrative:
The reported complaint of being unable to interrogate the aveir dr system during finalization was confirmed through remote trouble shooting and/or review of session records and merlin logs. When the programmer experiences a telemetry break, it inadvertently misconfigures the active rv lp as new ra lp. The root cause has been identified in the programmer software and has been addressed in a future release. This device is subject to the merlin pcs aveir dr implant configuration action issued by abbott on 21 november 2024.

Event description:
Related manufacturer reference number: 2017865-2024-00110, 2017865-2024-00112. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, conductive telemetry was lost on the atrial and ventricular lp. There was also loss of communication between the atrial and ventricular lp. Trouble shooting was attempted, and connection was intermittently successful. A chest x-ray was completed to confirm appropriate device location. The ventricular lp was incorrectly finalized as an atrial lp, and this was successfully restored by calling technical services. The atrial and ventricular lp remain implanted and programmed to appropriate pacing function. The patient was stable.